Manufacturer narrative:
Two unused samples in sealed packages were returned for evaluation. A visual analysis revealed that the packages were fully sealed with no seal damage. A penetration test was performed and the samples met manufacturing specifications. A review of the device history records revealed no irregularities for all of the previously reported potential lot numbers 4205340, 4205291, 4205295, and 4282294. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met manufacturing specifications and the manufacturing review revealed no irregularities.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are two potential catalog numbers and four potential lot numbers for this incident. They are as follows: cat # 393237 / lot # 4205340 ¿ expiration date: 7/31/2017 cat # 393232 / lot # 4205291 ¿ expiration date: 7/31/2017 cat # 393232 / lot # 4205295 ¿ expiration date: 7/31/2017 cat # 393232 / lot # 4282294 ¿ expiration date: 9/30/2107 PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. A review of the device history records revealed no irregularities during the manufacture of the potential lot numbers 4205340, 4205291, 4205295, and 4282294. Upon completion of the investigation, a supplemental report will be filed. Device manufacture dates: cat # 393237 / lot # 4205340: 7/24/2014 cat # 393232 / lot # 4205291: 7/24/2014 cat # 393232 / lot # 4205295: 7/24/2014 cat # 393232 / lot # 4282294: 10/9/2014

Event description:
It was reported that a patient complained of severe pain at the insertion site where a bd venflon&#10256;ro IV cannula was used. The IV was removed and severe purulent drainage was detected. The patient had to undergo an I & d surgery. The customer has not provided any additional information about this incident.